Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. It was also reported that the pt has experienced an increase in seizure activity above pre-vns baseline frequency (the pt's mother reported that the pt experienced 12 seizures in one day). It was reported that while the pt was recently hospitalized for treatment of pneumonia, a resident noticed a potential lead break via x-ray; however, review of the x-ray by treating neurosurgeon was inconclusive in determining whether there was a discontinuity in the ncp system. The pt was discharged to home with plans to perform revision surgery at a later date. Treating physician was not aware of any recent injury or trauma suffered by the pt that may have damaged the ncp system. Additionally, treating physician was not aware of any pt manipulation of the device through the skin. Further follow-up revealed that the pt's device was programmed to off with plans to re-evaluate for the next course of action in 6 months time because of the pt's other health problems, including respiratory problems. Based on known device settings, generator battery end of life is not a likely cause of the high lead impedance test result.